Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, no further information was provided.

Event description:
It was reported that there were complaints to biomed from multiple clinical services at the (B)(6) medical center regarding false air-in-line alarms that repeatedly occurred while using the infusion pump. The customer alleged these alarms resulted from a malfunctioning air-in-line sensor, which the customer replaced in the pump, and returned the defective assembly to bd for investigation. No further information was provided.

Manufacturer narrative:
Additional information provided: d.10. The customer¿s stated issue of false air in line alarms on 34 returned ail assemblies was not confirmed. Received 34 air-in-line assemblies. Two of the received assemblies were observed to have broken or damaged op1 sensors. This damage is believed to have occurred during transportation. One of the assemblies was missing the retaining rivet that connects the ail housing and the pcb to one another. The remaining 31 assemblies appeared to be in good condition, no damage was noted. Functional testing consisting of false air-in-line alarm test method was performed on the source assemblies. All assemblies were found to be operating in specification. However, two of the 34 assemblies were found physically damaged as mentioned in the inspection and op1 sensor had to be replaced before testing could take place. The root cause of the customer¿s report of false air-in-line alarm was not identified. All ultrasonic signals measured well above the minimum allowable signal strength with no evidence of signal degradation observed. Device history review: n/a, complete devices nor device serial numbers were received for this investigation.

Event description:
It was reported that there were complaints to biomed from multiple clinical services at the san francisco va medical center regarding false air-in-line alarms that repeatedly occurred while using the infusion pump. The customer alleged these alarms resulted from a malfunctioning air-in-line sensor, which the customer replaced in the pump, and returned the defective assembly to bd for investigation. No further information was provided.